Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, battery release, and battery release o-ring were contaminated. Analysis also found one bail and one bail cover were missing and one bail cover was broken and contaminated. (B)(4).